Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. Additional information was received and b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path and tubing, water dries up to quickly, air pressure is too low and there is corrosive material on the metal. The patient has alleged to experiencing nausea, shortness of breath, memory loss and lack of focus. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1 was updated to reflect an adverse event. Section b2 was updated to reflect a "other serious or important medical events". Section g3 was updated to reflect the new bad. Section h1 was updated to reflect that this is a "serious injury". Section h6 was updated with the appropriate health effect - clinical code(s) and health effect - impact code(s) and type of investigation, investigation findings, and investigation conclusions were updated to reflect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in the air path and tubing, water dries up to quickly, air pressure is too low and there is corrosive material on the metal. The patient has alleged to experiencing nausea, shortness of breath, memory loss and lack of focus. Related to a CPAP device's sound abatement foam and patient became degraded alleged kidney and heart failure, shortness of breath and upper sinus infections. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
Additional information was received and b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in the air path and tubing, water dries up to quickly, air pressure is too low and there is corrosive material on the metal. The patient has alleged to experiencing nausea, shortness of breath, memory loss and lack of focus. Related to a CPAP device's sound abatement foam and patient became degraded alleged kidney and heart failure, shortness of breath and upper sinus infections. The patient did not report to receive medical intervention. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 was updated in this report.